Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the red system cable. The red system cable connects the surgeon console and the patient side cart and passes video, audio, and data during system operations. The system was repaired by replacing the affected cable. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing for a da vinci s prostatectomy procedure, the site was unable to power on the system. With the assistance of an isi field service engineer (fse) and an isi technical support engineer, the site emergency powered off (epo) the system, rebooted the psc and cleaned the fiber optic cable; however, the issue persisted. The patient was under anesthesia when the surgeon decided to abort the planned procedure and to reschedule later on the same day. No patient harm was reported.